Event description:
The reporter states that the suspect device was given to the reporter for reporter's use after the reporter's spouse passed away in a nursing home. The reporter stated spouse died from a stroke and was in a coma prior to death. The nursing home staff was using the suspect device to check spouse's blood glucose. When spouse's blood glucose went above 400mg/dl spouse was placed on insulin. Spouse had previously taken glucotrol. The reporter also said the suspect device has a check error. The check strip appears to be damaged. Reporter has been using the suspect device and test strips with no concerns.